Event description:
The pt used the suspect device to check their blood glucose level. Pt obtained a result of 181 mg/dl. Pt did not take insulin. They then passed out about three hours later. Paramedics were called and they checked their blood glucose on their own meter and obtained a low result. Pt was given sugar and gel.